Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the ins remains implanted. The cause of the issue was not known. The issue started around (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having pain at the pocket site but the hcp did not know when that pain began. The cause of the pain was not known at the time of the report. Surgical intervention was scheduled to take place on (B)(6) 2019. No device allegations were reported. No further complications were reported or anticipated.